Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the nurse opened the packaging, the needle and thread were separated. The surgeon use a new suture to complete the procedure. There was no patient injury.